Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right sided femoral vein, resistance to tracking along the guidewire occurred after ten centimeters of the transcatheter delivery system entered the patient. The area was viewed under fluoroscopy and a bend was noted. The delivery system was removed from the patient and a piece of tissue was found over the tip. An angiogram was performed and extravasation of dye was noted in the posterior retroperitoneal space (perforation was considered minor as the blood was contained and not actively bleeding). The same delivery system was used and the valve was successfully implanted via the left femoral access site without incident. The right sided vein was repaired by placing a ten millimeter self-expanding graft into the vein. The patient's etiology of valvular disease was tetralogy of fallot. The delivery system was disposed of.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigation of this clinical observation concluded that the issue was likely caused by a combination of patient anatomy and operational context. (B)(4).